Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient's orthodontist advised cessation of treatment due to lower interior recession increasing over the course of byte treatment, increase in tmd symptoms since initiating the treatment.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.